Manufacturer narrative:
(B)(4). Manufacturer evaluation: the product cannot be analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01738. It was reported the patient lost stimulation therapy. It was determined the patient's leads migrated out of the epidural space and were twisted. The leads were explanted and replaced with a different model which resolved the patient's issue.